Manufacturer narrative:
This bsm-6701 is being used with the ay-653p (serial # (B)(4)) input unit. Awaiting device for failure investigation. Device not returned by hospital.

Event description:
The customer reported that the patient vital signs were out of the norm in comparison with the other monitors. This occurred when they were switching to the recovery department after a procedure. They stated that the cardiac output was three times the normal rate.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the patient vital signs were out of the norm in comparison with the other monitors. This occurred when they were switching to the recovery department after a procedure. They stated that the cardiac output was three times the normal rate. The device was never sent in for evaluation. Due to the age of this complaint, additional information necessary to conduct an investigation is not readily available. Based on the information provided at the time of the event assessment, there is no indication of patient injury or reportable event as a result of this issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available